Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from 42% to 11%, within one month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient was listed for the replacement procedure. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Initial: the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from 42% to 11%, within one month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient was listed for the replacement procedure. This device was replaced and returned for analysis. No additional adverse patient effects were reported.